Manufacturer narrative:
Ischemia/ thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. High purge pressure: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b1 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the catalog and primary UDI number have been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 54-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage c shock, on extracorporeal membrane oxygenation (ECMO) prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. After one week, while the patient was in the intensive care unit (ICU), the ECMO was removed. The following day, the patient experienced an atrial leptic seizure. The ECMO was reinserted. It was suspected that a thrombus may have flowed to the lower extremities after the ECMO was removed, causing acute limb ischemia. A thrombectomy was performed with a fogarty catheter. Activated partial thromboplastin time (aptt) was being monitored and maintained between 45 and 65, but there was a period of time where the aptt was 32. Two weeks after impella insertion, there was a purge system blocked alarm. An ultrasound revealed a blood clot, so the device was removed. The post-procedure outcome is survived at explant. The impella functioned as intended. Using multiple simultaneous mechanical circulatory support devices (ECMO and impella) and/or prolonged support increases the risk of blood clots. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.